Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's etco2 function was not working properly. There was no reported negative pt impact.